Event description:
The user facility alleges two events where the anesthesia breathing circuit was connected to a pt. It was recognized immediately that air was not flowing through the circuit and the circuit was removed and replaced without pt compromise.